Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being on the 12th step for top and bottom aligners and the tooth implant has chipped from the aligners and had to get a tooth cavity refilled because of this resulting in the aligners not fitting correctly. Patient also grinds teeth at night and there is a hole starting to form in the back of the aligners on the top. Not happy with results.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.